Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. 627751) for female sterilisation. The patient had a medical history of vaginal bleeding. Previously administered products included: ibuprofen. Concurrent conditions were listed as adenomyosis and endometrioma. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 3197 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2017. The patient was treated with surgery (total abdominal, hysterectomy/bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: number of coils- right tube- 5, left tube- 3. Discrepancy noted removal date updated to (B)(6) 2017 from (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: impression: fallopian tubes are occluded. [Pathology test] on (B)(6) 2017: final surgical pathology report: diagnosis: fascial mass excision: endometriosis. Uterus, cervix, bilateral tubes and ovaries, hysterectomy and bilateral salpingooophorectomy: cervix: no significant abnormality; endometrium: secretory endometrium; myometrium: no significant abnormality; fallopian tubes: no significant abnormality; ovaries: endometriosis, hemorrhagic corpus luteum and cystic follicles. Pre and post-operative diagnosis: endometriosis, adenomyosis, history of essure. Specimen: soft tissue mass, fascial; uterus, cervix, tubes and ovary. Gross description: no orientations is given by the surgeon. The most recent follow-up information incorporated above includes data received on: 19-sep-2023: medical record received. Medical history and lab data updated. Product indication and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 3197 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. 627751) for female sterilisation. The patient had a medical history of vaginal bleeding. Previously administered products included: ibuprofen. Concurrent conditions were listed as adenomyosis and endometrioma. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 3197 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2017. The patient was treated with surgery (total abdominal, hysterectomy/ bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: number of coils- right tube- 5, left tube- 3 discrepancy noted removal date updated to (B)(6) 2017 from (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: impression: fallopian tubes are occluded. [Pathology test] on (B)(6) 2017: final surgical pathology report diagnosis: a. Fascial mass excision: endometriosis b. Uterus, cervix, bilateral tubes and ovaries, hysterectomy and bilateral salpingooophorectomy: - cervix: no significant abnormality - endometrium: secretory endometrium - myometrium: no significant abnormality - fallopian tubes: no significant abnormality - ovaries: endometriosis, hemorrhagic corpus luteum and cystic follicles. Pre and post-operative diagnosis: endometriosis, adenomyosis, history of essure. Specimen: - soft tissue mass, fascial - uterus, cervix, tubes and ovary gross description: no orientations is given by the surgeon. Lot number: 627751 manufacture date:2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 3197 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.